Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient did not tolerate the multifocal lens. The lens was exchanged for another lens model 07 month 18 days following the initial procedure. There was no patient harm and the patient issues were resolved.additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. The account indicated the use of an unspecified cartridge. The handpiece indicated is qualified for use with this lens with the use of qualified lens/cartridge combinations. The account indicated the use of a non-qualified viscoelastic. The account indicated the product was not available to evaluate. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company (2.25cyl), 15.5 diopter (add power +2.2/+3.2) lens was replaced with a non-company, 14.5 diopter, monofocal lens model. Additional information was provided that the account indicated the patient could not tolerate the multifocal iol (intra ocular lens). Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient vision needs. No additional information has been provided at this time. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).